Event description:
It was reported that when sensor was disconnected, the monitor did not alarm when an error message "not able to sense patient" was displayed and then sending a 92 sat and 84 pulse. Sensor was replaced that helped a little but was still not alarming as expected. The customer was instructed to check with the facility biomed to check the setting. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 correction: g2 h3 evaluation summary medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that when sensor was disconnected, the monitor did not alarm when an error message "not able to sense patient" was displayed and then sending a 92 sat and 84 pulse. Sensor was replaced that helped a little but was still not alarming as expected. The reported issues could not be determined. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when sensor was disconnected, the monitor did not alarm when an error message "not able to sense patient" was displayed. Sensor was replaced that helped a little but was still not alarming as expected. The customer was instructed to check with the facility biomed to check the setting. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.